Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and remotely accessed the device. The rse verified the wireless monitoring loss banner was present and acknowledged the alarm. The customer verified that this resolved the issue.

Event description:
Philips received a complaint on the patient information center ix indicating that there was wireless monitoring loss through the whole hospital. The device was in clinical use on a patient at the time of the event. No adverse event was reported.